Event description:
It was reported that following a laparoscopic cholecystectomy procedure, the patient experienced a post-operative leak and was transferred to a different hospital for re-operation. No additional information was available at the time of the call.

Manufacturer narrative:
(B)(4). Additional information obtained: account called to report that the patient experienced post-op bleeding that, according to the surgeon, ¿sealed off by itself.¿ this patient did not experience a post-op bile leak or a re-op. It is unknown what symptoms the patient experienced or what diagnostics were performed to confirm the bleeding occurred and was controlled. The patient did not require a blood transfusion. It is unknown if the bleeding was related to a device issue. The following information was requested, but unavailable: how did they diagnose the bleed? How far post-op was the bleeding? Was the patient still in hospital? Was the patient re-admitted? Please clarify what is meant by ¿bleeding under the skin¿? Was the bleeding anywhere else?

Manufacturer narrative:
(B)(4). Additional information the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.